Manufacturer narrative:
A direct correlation between the reported event and the left ventricular assist system (lvas) could not be conclusively determined. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 3 months. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017, the outflow graft was opened with a balloon in the catheterization laboratory due to a partial occlusion of the outflow graft. The manufacturer¿s technical service representative reviewed two submitted log files, and did not observed any device issues. No additional information was provided.

Event description:
Additional information provided stated that the outflow graft obstruction was first observed when a CT of the chest was performed relating to lung cancer treatment approximately one week prior to (B)(6) 2017. The outflow graft obstruction was noted resulting from a clot between the outflow graft and the bend relief. This was an incidental finding and the patient did not exhibit any symptoms nor were there any observed power elevations.